Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg, there was the possibility that the reported event was attributed to the contact failure of the electrical contacts of the video connector socket, which might be caused by the loosening of the video connector socket. The exact cause of the loosening could not be conclusively determined. But the loosening might be caused by the wear and failure of the connector lock mechanism, due to the repeatedly use for a long-term use if the subject device was used more frequently because more than four years had passed since the manufacturing of the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) was checked the subject device and found that the reported phenomenon was not duplicated. Also, it was found that interference streaks occurred on the image when the video connector socket of the subject device was wiggled. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the endoscopic image of the subject device could not be displayed. There was no report of patient injury associated with this event.